Event description:
It was reported that the probe cover had a tear along the seam and the non-sterile ultrasound gel spilled out of the tear. 3 days of tazocillin were given to the patient because of the increased risk of infection. However, no patient infection, injury, or complications were reported.